Event description:
On (B)(6) 2010, mckesson's support rep received a service report stating that during a cardiac catheterization procedure, the horizon cardiology hemo system displayed a pt's waveforms with a delay of approximately 12 seconds, instead of having it displayed as the parameters are being gathered (i.e. In real time). Due to the delay, the medical staff had difficulty measuring the pt's heart valve area. Further info is being collected about this event.

Manufacturer narrative:
Mckesson evaluated the affected system, and identified the root cause of the event as the configuration to generate technical support log files in a component physiological data collection unit - the schiller argus pro pb-1000 monitor unit. There was a conflict within the schiller argus pro pb-1000 monitor unit, between the process of generating the log files and the process of acquiring pt physiological parameters. This conflict lead to a delay in the sending of the real time physiological parameters to the real time monitor of the horizon cardiology hemo system. This resulted in a delay in the display of the parameters in real time on the horizon cardiology hemo real time monitor screen and on the pt record. The function to generate log files was contained in a specific firmware version installed on the schiller argus pro pb-1000 monitor unit. This specific firmware version did not meet the performance specification to sent the pt's physiological parameters in real time. A mckesson's support engineer removed the specific firmware version on the schiller argus pro pb-1000 monitor unit, and replaced it with a version that did not have the functionality to generate log files. The support engineer then tested the system and verified that the reported issue was resolved.